Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). 36mm vit e liner +3mm cat#00435003603 lot#64295520 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-0066.

Event description:
It has been reported that the surgeon repeatedly impacted the poly into the tm reverse stem. The poly would not seat. It would go down in the front and then up in the back. Different impactors were used. After about 10 minutes, the surgeon decided to leave the poly in place. The poly appeared to be seated. Attempts have been made and additional information on the reported event is unavailable at this time.